Manufacturer narrative:
The reported event was confirmed through the evaluation of the submitted system controller log files. Approximately 22.5 inches of driveline (dl) was returned for evaluation on 07 feb 2018. An additional driveline repair was later performed and approximately 31.25 inches of the distal end of the patient¿s driveline was returned for evaluation on 09 feb 2018. Both segments of the driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The pins of each metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed from both drivelines to examine the underlying wires. Visual inspection of each driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. Each driveline was then submerged in a saline solution for high-potential testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. As an additional observation, the low flow hazard alarm was also captured intermittently from 28 jan through 30 jan and on 02 feb. Estimated flow was captured at 2.4 lpm for these events. The pump speed remained above the low speed limit for these events. A direct cause for the separate low flow events could not be conclusively established through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous percutaneous lead (driveline) replacement was reported under medwatch MFR report # 2916596-2015-01945. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 10 months the patient remains ongoing on lvad support, however, two portions of the percutaneous lead were received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2018 the patient arrived at the emergency department with the alarms after pump stoppages occurred. Log file review performed by a representative of the manufacturer¿s technical services revealed pump stoppages. X-ray images of the driveline were found to be unremarkable. The patient had a previous percutaneous lead (driveline) replacement close to the system controller. The patient was provided an ungrounded patient cable at that time. On (B)(6) 2018, technical services performed driveline replacement. Post replacement, pump stoppages were unable to be reproduced on an ungrounded patient cable. The patient¿s lvad was to be monitored on an ungrounded patient cable and battery power until the manufacturer¿s preliminary evaluation of the removed portion of the driveline was provided. On (B)(6) 2018 two additional pump stoppages occurred. The patient was coughing really hard and moving positions at the time and the lvad was supported on the power module with an ungrounded patient cable. A request was made to proceed with the ¿unroofing¿ procedure to expose more of the internal driveline and allow for another driveline replacement. The procedure was to be performed in the operating room with the cardiothoracic (CT) surgeon. On (B)(6) 2018, a driveline replacement was performed. The lvad was then placed on a regular grounded patient cable and observed for any additional pump stoppages.